Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) replaced the cosmetically damaged parts and the dirty line cord. The stm completed the pm and performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm) cosmetic damage and missing parts were noted on a cardiosave intra-aortic balloon pump (iabp) loaner. There was no patient involvement, thus no adverse event was reported.